Event description:
During a left sided pvc procedure, communication issues were noted causing a delay to treatment. It was noted that the catheter was plugged in and the console would not recognize the catheter. First, it was attempted to unplug and replug the catheter into the cim but with no resolution. Then it was attempted to move the cim to another port on the front of the ice machine but that did not resolved the issue. The cim was replaced by another cim from the other room but that did not resolve the issue either. The catheter was exchanged and the machine recognized it, so the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported imaging issue remains unknown.